Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (10.0 mg/ml, 2.193 mg/day), clonidine (200.0 mcg/ml, 35.01 mcg/day) and morphine (8.0 mg/ml, 1.4003 mg/day) via an implantable infusion pump. The patient had a medical history of paraplegic. It was reported that motor stall occurred on (B)(6)2018 at 20:41 and the stopped pump period may exceed tube set. It was stated that the patient had not undergone an MRI. There was no environmental/external/patient factors that might have led or contributed to the issue. The pump was explanted and replaced on (B)(6)2018. The issue was resolved and patient status was alive with no injury at time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2018 the patient had a motor stall that was shown to recover. There were no known environmental/external/patient factors that may have led or contributed to the issue. Telemetry was performed as troubleshooting. The issue was not resolved at the time of this report. Surgical intervention did not occur and the patient's status was "alive - no injury". No symptoms were reported and no further complications were expected or anticipated.